Manufacturer narrative:
B5: upon follow-up, it was reported that antibiotic treatment was discontinued and the patient has recovered from peritonitis (on an unknown date). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. It was not reported if the patient was hospitalized for the event. On an unspecified date, the patient was treated with vancomycin injection (1gm, every 5th days, intraperitoneal, ongoing) and amikacin injection (500mg, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was recovering from the event. The patient was retrained on the proper aseptic technique. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.